Manufacturer narrative:
Intuitive surgical, inc. (Isi) received two universal surgical manipulators (usm) involved with the reported event and performed failure analysis (fa) evaluation. For one usm, fa was able to confirm/reproduce the customer reported complaint. Fa found error 32097 and 32101 in the system logs. Fa placed the unit on an in-house system in normal mode where it triggered error 1126. Unit was tested on a psc fixture test platform (pftp) and failed fiber test. Clock spring and rolling loop failed fiber test due to low descending values. After installing golden clock spring and rolling loop unit passed fiber retest. Replicated fail with original parts reinstalled. As a fix, the clock spring fiber assembly and rolling loop fiber assembly will be replaced to address the reported problem. For the second usm, fa was able to confirm/reproduce the customer reported complaint. Fa found errors in system logs. The unit was tested on an in-house system in normal mode and failed, triggering 1126 and 31226. The unit also was tested on the patient side cart (psc) fixture test platform (pftp), and it failed on fiber test pointing to the clock spring and rolling loop. A golden fiber was installed, and the fiber tests passed on retry for the clock spring and rolling loop. The original fiber was reinstalled, and the failure returned. The clock spring and rolling loop fiber assemblies will be replaced as a fix to the reported issues.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the procedure was converted to open surgery due to difficult access to the tumor and adhesions. There were extensive adhesions and access to the tumor was complex. The procedure was described in the surgical note as lung decortication by video thoracotomy, pleurectomy by video thoracoscopy, thoracostomy with closed pleural drainage, resection of diaphragm tumor and reconstruction, pericardiotomy. The procedure was completed via open surgery. The surgeon was aware of the possibility of a conversion to open surgery prior the start of the procedure. Due to the long period of surgery, the patient had a hematoma in the thoracic region as a result of the positioning. The patient tolerated the change in technique well and at the end of the procedure, he left the room talking and oriented. The system had a few faults during the procedure. The first was when the new dock was connected to the patient and the brake remained on indefinitely. After three connection attempts, a recoverable fault appeared, requesting that the boom be deactivated and then, during the procedure, a recoverable fault appeared on arm 1. Only the distributor's technical support was called at the time of the incident. The issue was not resolved via troubleshooting and a technical visit was necessary to replace the parts. There was no harm to the patient due to system failures. The surgeon did not mention anything about the flaws in the system. The first failure happened about +/- 5 hours after the start and the others after 9-10 hours. No post-operative complications have been reported. The distributor's technical support team is called to check the criticality of the problems presented. After presenting the arm failure, the surgeon had already considered the possibility of converting the procedure and did so but did not try to recover the failure and proceed with the robot since he would not be able to access the desired location. No videos were available for isi review.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the customer had error 32097 on arm 3 and error 32101 on the hydraulic system. The site decided to proceed robotically until changing to open surgery, not because of the failure. The system failed during startup with recoverable failure 32101. The customer recovered the fault and the system started working again. The technical support engineer (tse) confirmed the error in the logs. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) is performing follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that error 1126 was a recurring error in arms 1,3 and 4. During the intuitive movement test, error 32096 occurred in arm3 and arm1. The fse isolated the issue and replaced universal surgical manipulators (usm) 1 and 3. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.